Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was a temperature issue with the pump. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/21/2017 with the following findings: the pump's black box showed evidence of a sudden drop in voltage on 06/24/2017 which resulted in battery alarms. The pump powered up to no vibration functionality. The keypad was completely unresponsive. There was evidence of moisture contamination inside the pump on the power printed circuit board.